Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 2.75 x 32mm synergy ii drug-eluting stent was advanced, but failed to be delivered. The device was removed and the scrub sister twisted it and placed it under a sterile drape. Pre-dilation was performed with a balloon catheter and when the physician was about to place the stent again, it was noted that the shaft was kinked. The physician tried to straighten the stent, but the whole shaft broke off. The procedure was completed with another of the same device. The physician felt that the device was bent by the scrub sister and the issue was not related to the device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 2.75 x 32mm synergy ii drug-eluting stent was advanced but failed to be delivered. The device was removed and the scrub sister twisted it and placed it under a sterile drape. Pre-dilation was performed with a balloon catheter and when the physician was about to place the stent again, it was noted that the shaft was kinked. The physician tried to straighten the stent but the whole shaft broke off. The procedure was completed with another of the same device. The physician felt that the device was bent by the scrub sister and the issue was not related to the device. No patient complications were reported and the patient's status was good. Synergy ous mr 2.75 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found a hypotube break 236mm distal to the distal end of the strain relief measured using a ruler and multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.